Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection was observed. Device was explanted and a new device was implanted. Leads were capped on (B)(6) 2018. The system was downgraded. No further information available.

Event description:
New information received on september 10th, 2018 patient was presented with sepsis infectious control with possible cause factor as infected peripherally inserted central catheter line. It was recommended to prophylactically remove the system. Patient was stable prior, during post procedure.